Event description:
The cryoablation catheter was inserted into the sheath and the physician was about to start an injection when he noticed an air leak at the side port of the sheath that couldn't be resolved before beginning treatments. After the sheath and catheter were changed, the issue was resolved and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The air aspiration has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.